Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was insulin delivery suspended due to sensor glucose and blood glucose difference. It was reported that the that triggered suspend on low, suspend before low event was 68.00 mg/dl and blood glucose value associated with the triggered suspend event was 200.00 mg/dl. No harm requiring medical intervention was reported. The customer will continue the use of device.